Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system remote manager failed and did not recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager failed. The field service engineer replaced the latch and controller, reseated the cables, and replaced the remote manager to resolve the issue. The system functioned as intended after the field service engineer repaired the device.